Event description:
It was reported that the patient was presented in the clinic for a routine follow-up. The right atrial lead exhibited high impedance. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.